Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus) cuff. A previous surgical intervention was performed on an unknown date in which the device was explanted and urethra was repaired. There were no device issues with the explanted device. Some time later, a reimplant surgery was performed in which a new aus was implanted. The patient fully recovered following the intervention.